Event description:
It was reported that pt underwent total knee arthroplasty in 2000. The cut of the tibial plateau was tilted approx 10-15 degrees. Revision procedure was performed in 2001 all components were replaced; at time of revision, diagnosis was malpositioned of the tibial component.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.